Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they had low blood glucose of 54 mg/dl. The customer stated that the drive support cap appeared normal. The insulin pump was returned for analysis.